Event description:
On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the trunk-ipsilateral leg component migrated more than 1cm within 15 days of implantation and the graft also tilted to the left. According to the physician, the cause of the migration is unk. On (B)(6) 2012, the physician reintervened using a balloon and extension/sealing with a balloon expandable stent (atrium advanta). The pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.